Event description:
A patient with hirschsprung's disease, who a year and a half ago, underwent an abdominal perineal resection. He had a non-healing wound for about a year until he underwent closure of two perineal fistulas. During the procedure, while under fluoroscopy, a radiopaque linear density was noted. The area was probed, and a retained foreign object was removed, which turned out to be a piece of the split introducer from the I-flow on-q painbuster.

Manufacturer narrative:
Evaluation summary: the device involved in this incident was not available for evaluation an investigation. Without the actual product or a lot number, a complete analysis cannot be conducted. The information contained herein is based on the information provided by the initial reporter. It was reported that a patient had surgery in 2006. During another surgical procedure in 2007, a piece of introducer sheath was found inside the patient. The piece of sheath was removed. This most likely had broken off during removal during the 2006 surgery. The dfu contains both a warning and a caution concerning sheath breakage. The warning states: "do not reinsert a partially or completely withdrawn needle as this can damage the sheath and break off in patient upon sheath removal." The caution states: "while holding catheter tip (1), withdraw sheath completely from puncture site prior to splitting to avoid sheath breaking off in patient." If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.